Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The dissector balloon was inflated; a leak was observed at the cut. Visual and functional testing of the returned product confirmed the product, as received, met specifications. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a tep hernia repair, the balloon would not inflate. To correct the condition, they changed to another device. The current condition of the patient is stable.